Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged power module was confirmed. Power module, serial (B)(6) , returned with battery acid in the battery compartment, a small crack on the bottom cover, a broken monitor connector ground pin, and a corroded spring latch for the power cord. The system booted up as intended. A full functional checkout was performed and the unit failed to communicate due to the damaged monitor pin. The bottom housing, reinforcement films, rubber vent bands, spring latch, and battery were replaced. Preventative maintenance was performed and the unit was returned to the rental pool. A root cause for the reported damage was not conclusively determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly care for all the equipment to prevent damage. Device history records was reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 24may2013. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that power module came for an inspection without a battery. Battery acid was found in the battery compartment. The bottom housing had a small crack on the side. Monitor connector main pin was broken off. Spring latch power cord retention was slightly corroded.